Manufacturer narrative:
Facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, a damaged luer connector was observed. There was patient involvement but no patient impact and no medical intervention reported. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, a picture was provided. The visual inspection observed that the cone of the access male luer lock was broken. The reported condition was verified. These components are provided to baxter already assembled by our supplier. The cause is a design issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.